Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 27. On 2024-01-18, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, hypersensitivity and inflammation. No further patient complications were reported.